Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. No issues were found that would indicate the pod was not delivering insulin. An elongated cannula was observed during the investigation, however it could not be determined if this contributed to the reported pain during insertion. The needle mechanism was reset and deployed; no issues were observed that would prevent the needle from retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21.7 mmol/l (391 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient felt pain upon applying the pod. Following the elevated bg levels the patient noted the cannula looked "big" and was retracted, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.